Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined that a mechanical failure had caused the event - the tube lifter assembly had detached. He replaced this part and other filters. The investigation determined that a component failure had caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys ft3 iii result from one patient sample tested on the cobas e 602 module. The initial result from the module was 22.57 pg/ml. The repeat result from the module was 2.45 pg/ml. The repeat result from another module was 2.61 pg/ml.